Event description:
Hello, I am dr. (B)(6) and I am the owner and treating physician of (B)(6), formerly named as (B)(6). I am reporting allegation of regulatory misconduct to the FDA of inmode. I purchased a device from inmode called optimus. I purchased it in (B)(6) 2024. Since that time, the laser hair removal, called diolaze has burned three patients. In addition, the morpheus 8 and morpheus 8 body handpieces have been so painful for patients, that the procedures had to be stopped. This has occurred three times as well. As a former director of medical affairs of a medical device company, I implore that you please recall optimus. Device codes: 4001, 1631. Patient codes: 2685, 1994. Reference reports mw5176959, mw5176960, mw5176962.